Event description:
The heater cooler was not adequately cooling the heat transfer fluid to the set temperature. The device produced an alarm code, but the user was unable to resolve the issue. There was no patient harm.

Manufacturer narrative:
Device was returned to spectrum medical ltd for rework to the latest build. The original error was not possible to replicate.